Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) site a few months prior to this report. The ins site was red and irritated. The ins and extensions were removed and the leads were left implanted. The healthcare professional (hcp) cut the extensions during the removal so they were not able to see the leads at that time. The ins and extensions were later replaced and the patient was receiving normal therapeutic benefit.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v050963, implanted: (B)(6) 2007, product type: lead; product ID 3389s-40, lot# v061015, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 64002, lot# n312596, implanted: (B)(6) 2012, product type: adapter; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).